Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during treatment for in-stent restenosis of another company's stent, the voyager balloon ruptured at 14 atm. This was the second voyager to rupture during this procedure. The first was also a voyager balloon catheter that ruptured at 16 atm (above rated burst pressure). The physician believed the balloon may have ruptured because of stent struts protruding into the lesion. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
The voyager balloon catheter (1011392-15/unk lot#) mentioned the event description as the first voyager used in the procedure is being filed under another MFR#.